Manufacturer narrative:
Additional information was received that the location of the drainage was at the pocket site. It was noted that the drainage was not procedure related. No further course of action at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental medwatch will be field.

Event description:
A report was received that the patient was having drainage at the incision site following a revision procedure reported in MFR report #3006630150-2017-03772.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8416-70 serial#: (B)(4) description:2×8 MRI paddle lead, lim, 70 cm model#:sc-4319 lot#:19907613 description: clik x MRI anchor.

Event description:
A report was received that the patient was having drainage at the incision site following a revision procedure reported in MFR report #3006630150-2017-03772.